Manufacturer narrative:
(B)(4). Alleged failure: 15 min after installation, a big noise and a flash came from the console. The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause/s could be a defective component on the power board causing a short within the console. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was a spark during the installation of the console.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. Gtin: (B)(4).

Event description:
It was reported that there was a spark during the installation of the console.